Manufacturer narrative:
Final device analysis revealed pump/motor/gear train anomaly/corrosion. There was residue in one or more roller arms. The teeth of gear wheel #3 were partially or completely corroded. Slight moisture was observed in the pumphead compartment, the motor compartment, and the inner cover. (B)(4).

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A motor stall was reported; logs were read, no motor stall recovery had occurred. Healthcare provider (hcp) attempted reprogramming but was unable to start pump. Patient experienced withdrawal symptoms and was managed with pca analgesia. The pump was replaced; no rotor/dye studies were done. Drugs delivered via the device were hydromorphone 9mg/ml and clonidine 150mcg/ml at 5mg/day plus pa doses.